Manufacturer narrative:
Device evaluation: a DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. No product was returned however the pumps operators manual indicates (see user manual section references) that the pump will alarm no disposable if a cassette (disposable) is damaged, the wrong type of cassette and or is improperly connected to the pump. This does not necessarily indicate there is a problem with the pump. There is no evidence that the pump failed to meet specifications. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that the device exhibited no disposable clamp tubing. The cassette was not removed. There was no patient injury reported.